Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, endometriosis, dysmenorrhea, menorrhagia and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), urinary tract infection ("uti's"), nausea ("nausea"), dyspepsia ("heart burn"), depression ("depression"), anxiety ("anxiety"), vitamin d deficiency ("vitamin d deficiency") and visual impairment ("vision problems"). The patient was treated with surgery (lvah with bs). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, urinary tract infection, nausea, dyspepsia, depression, anxiety, vitamin d deficiency and visual impairment outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dyspepsia, genital haemorrhage, nausea, pelvic pain, urinary tract infection, visual impairment and vitamin d deficiency to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, endometriosis, dysmenorrhea, menorrhagia and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), urinary tract infection ("uti's"), nausea ("nausea"), dyspepsia ("heart burn"), depression ("depression"), anxiety ("anxiety"), vitamin d deficiency ("vitamin d deficiency") and visual impairment ("vision problems"). The patient was treated with surgery (lvah with bs). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, urinary tract infection, nausea, dyspepsia, depression, anxiety, vitamin d deficiency and visual impairment outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dyspepsia, genital haemorrhage, nausea, pelvic pain, urinary tract infection, visual impairment and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.